Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, moisture damage on electronics assembly, cracked case near display window corners, cracked end cap, and cracked and bleeding lcd glass noted during testing. The insulin pump was unable to perform any tests due to lcd physical damage.

Event description:
The customer reported via phone call that the insulin pump was broken. The customer reported that the insulin pump was dropped and got exposed to moisture. The customer's blood glucose was unknown at the time of incident. The customer stated that the screen shattered and the bottom of the insulin pump was damaged as well. The customer stated that there was fluid under the lcd display. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.